Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019.

Event description:
It was reported that the patient developed an infection at the pocket site caused by a fall and pocket site opening up. The patient underwent an ipg explant procedure and the explanted ipg was not returned. No further information has been obtained despite good faith efforts.